Event description:
It was reported stimulation was in the wrong location. Patient had a lead revision and was feeling appropriate stimulation. Four days later the patient noted their stimulation was in their rectum. The patient had been seen for reprogramming but they were unable to change the stimulation to a different location. It was noted all impedances tested normal. Follow up reported the patient was still frustrated with the location of stimulation and will seek to have the lead revised. There were no malfunctions seen or a cause of issue determined. There were no interventions taken or planned. It was noted the patient was not receiving effective therapy. This information was reported in manufacturer's report # 3004209178-2013-06806. Future reporting will be completed in manufacturer's report # 3004209178-2013-06864.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The reporter stated that the patient saw his healthcare provider (hcp) on (B)(6) 2013 after a fall and was advised to "take it easy" over the next month. The patient then had a follow-up appointment a month later and an attempt was made to adjust therapy. However, therapy was "still not working." If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Corrected to an initial notify date of (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reviewed indicated patient "peed the bed and was constantly going." It was also reported that patient was not sleeping, uncomfortable and was not getting benefit. It was added that patient had severe migraines after the fall .

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va03ylp, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that it was unknown if ¿it¿ was removed yet but that was the plan. Two days later it was reported that the patient¿s entire system was removed.

Manufacturer narrative:
Correction: additional review indicated: conclusion code was not applicable to the event.

Event description:
Additional information received reported the patient had a new implantable neurostimulator (ins) implanted on (B)(6) 2013. The new ins was working great for the patient and they "missed it when they did not have it for 6 months."

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type - programmer, patient. Product ID 3889-28, lot# va03ylp, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type - lead. (B)(4).